Event description:
As reported, during use, the vent had a distorted alarm sound and was sent to servicing. Upon inspection a total audible alarm failure was found. The vent was opened and signs of corrosion were found.